Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a small crack on the reservoir tube lip.

Event description:
A family member of the customer reported ongoing no delivery alarms from the customer's insulin pump. It was reported that after changing the infusion set, reservoir, and tubing, the no delivery alarms persisted. The customer's blood glucose value was 211 mg/dl. It was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).